Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with external tissue necrosis on the edge of the device pocket. It was also noted that when the patient was lying supine, the s-ICD appeared to be rotated away from the chest wall. A pocket revision was performed and the s-ICD was repositioned. Defibrillation threshold (dft) testing was performed and normal operation was noted. No additional adverse patient effects were reported. The s-ICD remains implanted and in service.